Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tool marks on the header. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited intermittent low out of range pacing impedance measurements of 150 to 160 ohms and then would go in range at 500 ohms. A clavicular crush with insulation damage was thought to be the cause, but was not confirmed. During the removal procedure the physician experienced difficulty loosening the setscrew on the rv terminal pin, which was thought to be due to possible tissue in the mechanism. The physician also attempted to laser extract the rv lead for four hours, but was ultimately unsuccessful. Subsequently the lead was surgically abandoned. The right atrial (ra) lead was also laser extracted as the physician wanted to attempt to place a system on the opposite side. However, the left side was completely occluded so a new system was implanted on the right side. It was noted that the patient had congenital heart block with an escape rate of 50 to 60 bpm. No additional adverse patient effects were reported.